Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous unspecified lesion. The 7.0x150mm armada 35 balloon dilatation catheter rupture on the third inflation at 8 atmospheres. The balloon fragmented in the artery leaving foreign material in the patient. The fragments were removed with a snare device; however, not all of the fragment was snared. A small piece that is left is inert and is embedded the subcutaneous tissue. A non-abbott compliant balloon device was successfully used to complete the procedure. There was no adverse patient sequela reported; however, clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture, separation, unexpected medical intervention, foreign body in patient and delay to treatment/therapy appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.